Event description:
The pt reported that she has noted intermittent withdrawal within one week of refills and she takes oral baclofen "short term" to resolve symptoms of crawling skin, clonus and sweats. The pt reported that she has noted this since pump replacement. The hcp has tested the pump and catheter and has not found any device issues. The pt travels to another country for "stroke therapy." She also reported that she donates some of her cerebrospinal fluid at some refills.